Event description:
It was reported that pump generated cartridge alarm during use and caller experienced repeated cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, cts confirmed pump alarm, verified warranty and software status, instructed customer to put pump into storage mode and return problematic pump within 10 days using provided return box and label, and arranged shipment of replacement pump while advising customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.